Event description:
Doctor reported events of "dysphagia, vomiting, tight band and difficulty swallowing." Doctor noted that pt was "admitted to hospital with difficulty in swallowing water or saliva. Band aspirated 6 mls." Doctor also noted the pt was "admitted to hospital with vomiting due to tight gastric band." Pt was admitted to hospital and discharged on the same day. The events were resolved without sequelae.

Manufacturer narrative:
(B)(4). The device associated with this report remains implanted at this time. Based upon the model number, serial number and implanted date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with the report. Dysphagia and vomit are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastric, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the possible outcome of vomit as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."